Event description:
It was reported that the pt underwent a plf to fuse l5/s1 using posterior fixation. It was reported that the right side l5 pedicle broke during the decompression first. Then, during the final tightening, the surgeon could not tighten and twist off the nut at same spot. He left the nut tab intact. The problem might have caused by the fact that the screw was unintentionally inserted too deep because of the broken pedicle.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. A like device catalog #8634111, was cleared in the united states. MFR date for lot 0010993w is 02/02/2009, MFR date for lot 0015633w is 02/20/2009, MFR date for lot 0019937 is 03/18/2009. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.